Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that prior to a cryoablation procedure, there were shipping issues regarding the balloon catheter. It was observed that the staples in the shipping boxes poked through the boxes containing the catheter which compromised its sterility. The catheter was replaced. There was no patient involvement.